Manufacturer narrative:
A review of the provided medical records by a clinical consultant on october 8, 2015, concluded that a persistent bone spike after femoral neck resection during primary arthroplasty in 2008 with additional excessive anteversion of the exeter stem and a relatively low cup anteversion contributed to bony impingement between femur and acetabulum causing an overload condition in the arthroplasty and ending in a fatigue fracture of the stem neck. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no other reported events for the subject lot code.

Event description:
The customer reported that the exeter stem in a male patient has allegedly fractured. The patient was walking his dog and had a sudden onset of pain in the thigh. He presented to a&e and was seen by the surgeon on (B)(6) t 2015 and is due to be revised on (B)(6) 2015. The date of the original implant was (B)(6) 2008. The revision took place (B)(6) 2014.